Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 03.122.055 lot: l491533 manufacturing site: (B)(4) release to warehouse date: 07.sep.2017 the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the visual inspection of the returned part has shown no scratches, wear marks or obvious damages. The part is all in all in good condition. Functional test: a functional test was performed and has shown that the centering sleeve (03.122.055) could be inserted into the drill sleeve (03.122.054) without any problems. Also the shaft is prebended as designed and therefore the self-holding mechanism is still guaranteed. The complaint condition could not be replicated and is unconfirmed. Dimensional inspection: measurement outer diameter ø2.8: drawing se_225278 revision b. Gage: 3-03-17585 tolerance ø2.8 -0.02/-0.06 result: ø2.76 "pass" drawing/specification review: as the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection review is needed. Summary: the visual inspection of the returned part has shown no scratches, wear marks or obvious damages. The part is all in all in good condition. A functional test was performed and has shown that the centering sleeve (03.122.055) could be inserted into the drill sleeve (03.122.054) without any problems. Also the shaft is prebended as designed and therefore the self-holding mechanism is still guaranteed. The complaint condition could not be replicated and is unconfirmed. Unfortunately the cause which has let to the complaint could not be evaluated as the product is fully functional. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date during an unknown surgical procedure, it was noted that six (6) outer sleeves, six (6) drill sleeves, and six (6) centering sleeves for kirschner wire (k-wire) were too tight to dismantle under operation. When the surgeon is about to remove the inner sleeve for k-wire and ready for drilling, all the sleeves will come out because they are too tight. Issue was also noted during inspection of the devices. This report addresses eight (8) of these devices. Additional devices are addressed in (B)(4). This report is for one (1) centering sleeve for kirschner wire. This is report 7 of 8 for (B)(4).